Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Loose cable/door is damaged bezel assembly- damage - unspecified bezel assembly- lower hinge crack door assembly- door cover damage there was no patient involvement. 02/20/2018 09:40:21 (B)(6) war - po = $0. Rod simmons, 704-355-4646, roderick.simmons@carolinashealthcare.org. Shipping & billing addresses confirmed. Npi. 03/06/2018 12:40:23 (B)(6) est mnr (B)(6) 2018 13:17:30 (B)(6) rod simmons called to provide a po for the repairs. Po = $230. __(B)(6) . Shipping & billing addresses confirmed. Npi. 04/04/2018 09:11:38 lauryne wasan (lwasan) updated from war to mnr for the minor repairs needed per clelia flores, service tech. Repair approved per rod simmons per (B)(6). (B)(4).